Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed decreased sensing and increased threshold measurements. Lead dislodgement was suspected. A revision was performed. This lead was successfully repositioned. Post procedure, all measurements were normal. No adverse patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.